Event description:
It was reported via facility medwatch # (B)(4), that the catheter was severed, remained inside the body and was removed by surgery. The target lesion was located in the intestine. A 10 fr flexima drainage catheter was selected for use. During the procedure, it was noted that the end of the catheter was severed after completing a percutaneous feeding tube exchange as it was incomplete upon removal. A kidney/ureters/bladder x-ray (kub) was then performed and identified that the catheter had fractured in 2 places. Subsequently. A follow-up kub was performed and identified that the remained fragments- one within the intestine that was suspected to later have passed through the bowels and was eliminated. And, the second was embedded in the tissue and was removed surgically with a small one suture incision under fluoroscopy. No further patient complications reported.